Event description:
It was reported that this ra lead is failing; high impedance and myopotential noise / oversensing were noted. Remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).